Event description:
After having a total knee replacement in (B)(6) 2022 the knee cap released and had to have revision surgery, and now my kneecap has moved again resulting in another revision surgery. The surgeon has rescheduled another total knee replacement again to be done on (B)(6) 2023. Is this because of a defective knee replacement? The brand of knee replacement was stryker, I've heard of stryker having recalls on their products. Ref report: mw5147161.